Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing intrathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the pump was flipped when the patient arrived for pump fill. The pump nurse easily flipped the pump back and gave the patient binder to wear. Environmental, external, patient factors that may have led or contributed to the event included never wearing a binder after implant. Diagnostics/ troubleshooting included unable to read it with tablet until it was flipped back. The pump was flipped back and the issue was resolved. The patient's status was "alive- no injury." It was asked but unknown if surgical intervention was planned. The patient's weight and medical history were asked and would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.